Event description:
The device was used during a lower anterior resection procedure. Reportedly, the instrument did not fire and the safety broke. The surgeon performed a supplemental sigmodstomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.